Event description:
The customer's complaint issue was reported as follows: "on the 3rd pass, the needle did not come out of the sheath, it was stuck. Another device was used to complete the procedure." 1x echo-19 device of lot # c919450 was returned for evaluation. It was determined during the laboratory device evaluation on (B)(4) 2013 that the echo needle was broken distal to the sheath extender. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint was reported as being a case of the needle not coming out of the sheath. Device evaluation conducted on (B)(4) 2013 confirmed that the echo needle was broken distal to the sheath extender. This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal/distal needle breakages and or the non retraction of the needle are reportable regardless of the outcome. The customer's complaint issue was reported as follows: "on the 3rd pass the needle did not come out of the sheath, it was stuck. Another device was used to complete the procedure." A 1x echo-19 device of lot # c919450 was returned for evaluation. This device was returned in the original packaging and was open on receipt. This device was received with the stylet outside the device. The needle was advanced approximately 1.5cm from the sheath on receipt. The distal needle tip was confirmed intact. There was a severe kink noted at the handle when the sheath extender was positioned at reference mark 1. It was not possible to advance the needle any further. It was not possible to retract the needle into the sheath. The sheath/needle was noted to be damaged approximately 6.5 cm below the sheath extender when the sheath extender was positioned at reference mark 1. Upon closer examination the needle was confirmed broken at this point. The laboratory analysis confirmed the users' difficulty with advancing the needle. All parts of the needle were accounted for during the laboratory evaluation. The complaint information received indicated no part of the needle remained in the patient. No adverse effects to the patient were reported as a result of this occurrence. The most likely cause of this needle breakage may be attributed to the needle kinking distal to the sheath extender. This kink may have occurred dur to product handling when removing the device from the packaging or due to product handling during the procedure. If the handle of the echo device is not appropriately handled it is possible for the sheath to become kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink resulted in a breakage. The complaint information received indicated that on the 3rd pass the needle did not come out of the sheath, it was stuck. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 lot # c919450 revealed no issues which could have contributed to this complaint report. No corrective action is warranted at this time. No part of the needle remains in the patient. No adverse effects to the patient were reported as a result of this occurrence. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.